Manufacturer narrative:
Event 1: exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number b)(4). This report represents one (1) of the three (3) syringes referenced in section b.5. The other two syringes will be reported via 9610825-2018-00166 (event 2) and 9610825-2018-00167 (event 3). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
Event 1: it was reported that three syringes were observed to contain embedded material.

Manufacturer narrative:
Event 1: exemption number e2016018. This report has been identified as b. Braun medical internal report number (B)(4). Three (3) unused samples, without packaging, were returned for evaluation. One (1) picture was also provided. The samples and all available information were forwarded to the manufacturer for further evaluation. Per their investigation results, the reported defect was confirmed. The received samples were visually inspected for inclusions per specification. Upon visual inspection, several brown particles > 0.5 mm2 were observed inside the syringe barrel. A review of the batch history record and final inspection record was performed and no non-conformances or deviations were noted. Incidents of this nature can be attributed to the injection molding process. Set material in the molding tool or the machine is the root cause of this inclusion. As a result of this occurrence, the responsible production team leaders were informed of this issue in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. The two other events were reported via 9610825-2018-00166 (event 2) and 9610825-2018-00167 (event 3).